Event description:
It was reported that during the partial gastrectomy procedure, the device was fired and deployed for approximately 10 cm and then stopped. The surgeon used manual overrride to bring the device back, to open it. Surgeon was able to complete with a second device. No complications to the patient reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45g cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.